Event description:
An unk size endeavor mx2 drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an rca lesion. The vessel morphology was reported to have severe tortuosity. The lesion was pre-dilated. The vessel was previously stented with several stents. It was reported that the lesion site was distal to a previously deployed stent. It was reported that the physician inserted the endeavor delivery system; the stent could not advance past the previously deployed stent and a bend in the vessel. It was noted that the stent had dislodged. The physician attempted to retrieve the undeployed stent; this was unsuccessful. A balloon was used to crush the undeployed stent into the vessel wall. Another stent was used to successfully complete. The pt is fine.

Manufacturer narrative:
(Secondary intervention).